Manufacturer narrative:
Event date is approximate, the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. They reported that since the patient had an rf ablation on their back on (B)(6) 2021, they had been experiencing shocking in the stimulation area since they turned stimulation back on about 3-4 days after the procedure. The patient said that the hcp who performed the procedure did tell the patient that he accidentally touched the wire during the procedure. The patient also mentioned that they had turned stimulation off and as a result had experienced a return of symptoms. The patient asked to make an appointment to see a medtronic representative. Patient services reviewed the role of the rep. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the patient had an appointment on (B)(6) 2021. They were unsure what affect the rf ablation had on the patient's system, stating "wire potentially nicked during rf ablation procedure." An impedance check and battery check were done showing that the there was a low battery. The issue was not yet resolved, but they planned to remove and replace the device at a date 'tbd.' It was noted that the device was currently off.